Event description:
A customer in the united states notified biomérieux of obtaining a false positive cefoxitin screen (oxfs) result for staphylococcus aureus (s. Aureus) atcc® 29219¿ while using the vitek® 2 ast-gp67 test kit (ref. 22226, lot 1321079103) with software version 8.01. The customer repeated testing on the vitek 2 which yielded a positive oxfs result. The customer stated the expected result for s. Aureus atcc 29219 was oxfs negative. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a false positive cefoxitin screen (oxfs) result for staphylococcus aureus (s. Aureus) atcc® 29213¿ while using the vitek® 2 ast-gp67 test kit (ref. 22226, lot 1321079103) with software version 8.01. The customer repeated testing on the vitek® 2 which yielded a positive oxfs result. The customer stated the expected result for s. Aureus atcc® 29213¿ was oxfs negative. The identification of the customer's submitted strain and biomerieux internal strain of s. Aureus atcc® 29213¿ was confirmed. Investigation testing was performed on both strains using ast-gp67 cards from the customer lot (1321079103) and a random lot (1321123103) in duplicate. All ast-gp67 cards tested resulted in the expected negative oxsf test. No qc deviations were observed. Vitek® 2 ast-gp67 cards, lots 1321079103, met final qc release criteria. This lot passed qc performance testing.